Event description:
It was reported that patient experienced an infection at the ipg site and was hospitalized. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.